Event description:
Procedure: laparoscopic cystectomy. Reportedly, after inserting the needle there was a high pressure alarm, therefore the position was rechecked and aspirated frecalent (sic) fluid consistent with bowel perforation. A midline laparotomy performed to repair bowel. The operation concluded without further pt injury.